Manufacturer narrative:
Upon return to our post market quality assurance laboratory, initial interrogation and analysis confirmed the device was at eol status and displaying system fault warnings. Review of device memory showed eight entries for high-voltage system faults from the same day as the clinical observations; the first occurred due to the device detecting a shorted shock lead, and the subsequent seven faults were due to the device exceeding the charge time limit. Eol was declared by the device in response to the charge time faults. The device was programmed out of eol status to conduct testing and analysis. Testing of the shock impedance channel returned a high out-of-range measurement. Testing of the pacing impedance channels returned a normal measurement. A solid bond was noted between the device case and header. The device case was then opened, and it was observed that the plasma fuse was blown, which is consistent with damage that can occur when a device shocks into a shorted lead. Additional analysis showed the device was no longer capable of delivering therapy energy.

Manufacturer narrative:
Analysis of the returned device is pending.

Event description:
Boston scientific received information that this device was associated with remote monitoring alerts for a low shock impedance measurement recorded during attempted delivery of shock therapy and end of life (eol) status. A boston scientific technical services consultant (ts) discussed that the device may have delivered a shock into a shorted electrical condition. A boston scientific field representative reported that the patient had fallen on icy steps about a week prior to the alert. It subsequently was reported that the device had indicated a fault code associated with an unsuccessful attempt to complete charging for tachycardia therapy delivery within the device's time specifications. A chest x-ray showed no apparent issues with the device or lead. It was not known if the device had been exposed to magnetic resource imaging (MRI) or radiation therapy. The patient was hospitalized for a pending surgical assessment of the device and lead, which resulted in replacement of the device due to its eol status and the remote monitoring alerts, and lead replacement due to unsatisfactory impedance measurements. No adverse patient effects were reported beyond the additional surgical procedure.